Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). The hcp reported that they got a power on reset (por) on the clinician programmer when interrogating the ins. The hcp was walked through clearing the por and confirmed stimulation was off for the MRI. No further complications were reported.